Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 10.3 mmol/l, 3.1 mmol/l, 8.8 mmol/l, and 8.7 mmol/l. Tests were done within 20 minutes with a difference of 45.27%. Patient did not experience any adverse events. No further information has been reported.